Manufacturer narrative:
Patient age at time of event: 60's. Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent malapposition and thrombosis occurred and the patient experienced a myocardial infarction. Patient presented with st elevation myocardial infarction (stemi). The target lesion was located in a bifurcation lesion in a diagonal branch of the left anterior descending (lad) artery. A 3.50 x 12 synergy ii drug-eluting stent was implanted to treat the target lesion. However, within the first hour post deployment while the patient was being transferred to their room, the patient started having chest pain and experienced stemi on 12-lead. It was then found out that an acute stent thrombosis was noted in the proximal lad and the stent was not well apposed. Subsequently, the patient was brought back and an aspiration catheter was used to treat the thrombosis. Post-dilatation balloon was then used to treat the malapposed stent. No further patient complications were reported and the patient's status was fine.